Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 12dec2014 in the field. This is a downgrade report, which no longer meets the criteria for expedited reporting.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist, concerns a female patient of unknown age and origin. Medical history included insulin-dependent since early childhood, epilepsia, and hashimoto thyroiditis. No other relevant medical history. Concomitant medications included levothyroxine, lamotrigine, levetiracetam, pantoprazole sodium sesquihydrate, and simvastatin. The patient received human insulin isophane suspension (humulin n) cartridges and insulin lispro (humalog) cartridges via a reusable humapen luxura device champagne, unknown dose and frequency, beginning on an unknown date. The indication for human insulin isophane suspension was diabetes mellitus and the indication for insulin lispro was not provided. Since (B)(6) 2013, the patient had been using luxura pen, batch (B)(4). Between (B)(6) 2014, the patient experienced severe blood glucose fluctuations which the patient suspected was from a problem with the injection screw of the luxura device. Blood glucose values were not reported. On (B)(6) 2014, time to onset unknown, the patient was hospitalized due to ketoacidosis after developing symptom of severe nausea and developing severely increased blood glucose despite insulin injections. Reportedly, there were no changes in the patients diet, physical activity, concomitant medications, or aggravation of underlying diseases. At the hospital, the patients device and cannula were checked and it was reported that no insulin was released by the pen because the injection screw did not move and could not be moved. The pen was changed, but the problem continued. The cannula was found to be working properly. According to the reporter, the diabetologist suspected a problem with the human insulin isophane suspension itself. After four days, the patient was released on (B)(6) 2014. On (B)(6) 2014, the patients blood glucose was 189 mg/dl and on (B)(6) 2014, blood glucose was 315 mg/dl (values considered high; normal range of 70-110 mg/dl). Approximately at the end of (B)(6) or early (B)(6), the patient was hospitalized again for ketoacidosis. The patient had fully recovered from ketoacidosis at the time of reporting follow-up on 18nov2014. The patients glycosylated hemoglobin (hba1c) was between 7.7 and 8.1% on an unknown date (assessment not provided). Upon follow-up received 10dec2014, the most recent hp luxura pen was in use and working after the insulin cartridge was changed. No further information provided. The outcome of the remaining events was unknown. Action taken with human insulin isophane suspension and insulin lispro were not reported. The reporting pharmacist related the events of ketoacidosis and severely increased blood glucose to human insulin isophane suspension, but did not offer an opinion of relatedness to insulin lispro. An opinion of relatedness was not provided for the remaining events for either suspect products. On 10dec2014 follow-up, it was noted that the patient related the blood glucose events to the device and the injection screw not working. The patient was the user of the device. The patient was trained on the device. General duration was approximately 1 year and 9 months and suspect devices duration was approximately 1 year and 4 months. There was no reported complaint for this device and its return is not expected. Update 18nov2014: additional information was received from the initial pharmacist reporter on 18nov2014. Added: laboratory values, concomitant medications, reusable suspect hp luxura device, hospitalization dates and non-serious events for hba1c of 8% and blood glucose increased. Updated other manufacturer device field for human insulin isophane suspension from unknown to no, updated the outcome of serious event of ketoacidosis from unknown to recovered and updated the narrative with the new information. Update 21nov2014: upon review of this case, the case was open to update the medwatch fields for regulatory reporting. Update 03dec2014: additional information was received 01-dec-2014 from the initial pharmacist reporter. Added suspect medication of humalog. Added intermittent frequency to ketoacidosis event. Narrative updated with new information. Update 12-dec-2014: additional information was received 10-dec-2014 from the initial pharmacist reporter. Added year of birth and medical history. Added device batch number which updated the device to a humapen luxura device champagne. Added event of blood glucose fluctuation. Updated device training and general device use. Updated device paragraph and narrative with new information. Update 17-dec-2014: upon review of this case on 17-dec-2014, the case was opened to update the regulatory submission fields.

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist, concerns a female patient of unknown age and origin. Medical history included insulin-dependent since early childhood. No other relevant medical history. Concomitant medications included levothyroxine, lamotrigine, levetiracetam, pantoprazole sodium sesquihydrate, and simvastatin. The patient received human insulin isophane suspension (humulin n) cartridges and insulin lispro (humalog) cartridges via a reusable hp luxura device (unknown body type), unknown dose and frequency, beginning on an unknown date. The indication for human insulin isophane suspension was diabetes mellitus and the indication for insulin lispro was not provided. On (B)(6) 2014, time to onset unknown, the patient was hospitalized due to ketoacidosis after developing symptom of severe nausea and developing severely increased blood glucose despite insulin injections. Reportedly, there were no changes in the patients diet, physical activity, concomitant medications, or aggravation of underlying diseases. At the hospital, the patients device and cannula were checked and it was reported that no insulin was released by the pen. The pen was changed, but the problem continued. The cannula was found to be working properly. According to the reporter, the diabetologist suspected a problem with the human insulin isophane suspension itself. After four days, the patient was released on (B)(6) 2014. The patients blood glucose was 189 mg/dl and on (B)(6) 2014, blood glucose was 315 mg/dl (values considered high; normal range of 70-110 mg/dl). Approximately at the end of (B)(6), the patient was hospitalized again for ketoacidosis. The patient had fully recovered from ketoacidosis at the time of reporting follow-up on (B)(6) 2014. The patients glycosylated hemoglobin (hba1c) was 8.1% on an unknown date (assessment not provided). No further information provided. The outcome of the remaining events was unknown. Action taken with human insulin isophane suspension and insulin lispro were not reported. The reporting pharmacist related the events of ketoacidosis and severely increased blood glucose to human insulin isophane suspension, but did not offer an opinion of relatedness to insulin lispro. An opinion of relatedness was not provided for the remaining events for either suspect products. The patient was the user of the device. The training status was not provided. General duration of use was not reported and suspect devices duration was unknown. There was no reported complaint for this device and its return is not expected. Update (B)(6) 2014: additional information was received from the initial pharmacist reporter on (B)(6) 2014. Added: laboratory values, concomitant medications, reusable suspect hp luxura device, hospitalization dates and non-serious events for hba1c of 8% and blood glucose increased. Updated other manufacturer device field for human insulin isophane suspension from unknown to no, updated the outcome of serious event of ketoacidosis from unknown to recovered and updated the narrative with the new information. Update (B)(6) 2014: upon review of this case, the case was open to update the medwatch fields for regulatory reporting. Update (B)(6) 2014: additional information was received (B)(6) 2014 from the initial pharmacist reporter. Added suspect medication of humalog. Added intermittent frequency to ketoacidosis event. Narrative updated with new information.